Event description:
On 31/mar/2026, it was reported by a peritoneal dialysis (pd) nurse that this patient developed peritonitis and required removal of the pd catheter (not a (B)(6) product). In additional follow-up, another pd nurse familiar with the patient stated the peritonitis was no temporally associated with (B)(6) products. The nurse stated that on (B)(6) 2026 the patient presented to the pd clinic with symptoms of cloudy pd effluent and hypotension for the first day of pd training. The nurse stated the patient was sent to the hospital and was admitted with peritonitis. The nurse indicated that the patient had not used any fresenius products prior to this date as the patient was new to dialysis. While hospitalized, the patient received antibiotic treatment and was switched to hemodialysis for renal replacement needs. The patient was discharged from the hospital on a subsequent date. Based on the available information, there is no allegation, temporal relationship or indication that a (B)(6) device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).